Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard from the sit not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 09sep2020 to date 09sep2021. Complaint trend: there are 12 complaints related to a leakage of biohazard from the sit not contained within the instrument; date range from 09sep2020 to date 09sep2021. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn waste line. The customer had initially called regarding several instances of the instrument leaking biohazardous material from the sit. An fse (field service engineer) was brought onsite and they confirmed the issue. The fse replaced the p3 pump and degasser before adjusting the waste line. These repairs didn¿t resolve the issue, so the fse then replaced the waste line and the instrument seemed to be working as intended. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the customer confirmed that the instrument was functioning as expected, and were recommended to clean the sit regularly with sit flushes. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal and not under pressure. Additionally, while patient samples were used during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. Proper scheduled cleaning and other maintenance can help reduce the occurrence of blockages within the fluidics system, and can be found under ¿maintenance¿ in the bd facslyric clinical system instructions for use; #23-19938-02 rev. 1/vers. A. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 28aug2020. Defective part number: n/a. Work order notes: o subject / reported: ¦ recurrence ¦ blood oozes in the tube stuck in the sit. O problem description: blood oozes in the tube stuck in the sit. O work performed: as for the work, we replaced the p3 pump and degasser and adjusted the waste liquid line tube. Even after performing the above work, the blood was slightly bleeding. Since it was confirmed that the symptoms could be improved by cleaning the sit waste liquid line, we replaced the waste liquid line from sit. We checked the operation and confirmed that the symptoms improved. Please check the progress once. I would like you to regularly clean the sit by sucking water after sucking clean at sit flush. O cause: we asked you about the recurrence of the phenomenon of blood bleeding into the tube stuck in the sit at bd facs lyric. O solution: as for the work, we replaced the p3 pump and degasser and adjusted the waste liquid line tube. Even after performing the above work, the blood was slightly bleeding. It was confirmed that the symptoms could be improved by cleaning the sit waste liquid line. Please check the progress once. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O tfs ID: (B)(4). O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample).. O risk control: sit design to capture back drops. Provide instruction for universal precautions.. O reg link (tfs ID): (B)(4) libivd-did-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. O effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. O tfs ID: (B)(4). O ID: libivd-ra-247 3.1.25. O reg status: ivd; ruo. O hazard: instrument temporarily inoperable. Source: sit fmea. O cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate.. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance.. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. O reg link (tfs ID): n/a. O implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. O effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. O probability: 2. O severity: 2. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to worn sit waste line. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn sit waste line. The fse started the repair by replacing the p3 pump and degasser, then adjusting the waste line. Despite these replacements the instrument continued to leak, so the fse replaced the waste line and the leakage stopped. After the repair the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to the customer health or safety.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user/patient impact. The following information was provided by the initial reporter, translated from japanese to english: blood is bleeding into the tube that is stuck in the sit, and the water in the tube is pink. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard blood. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No. 1. Are there erroneous results on patient samples for diagnostic test? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user/patient impact. The following information was provided by the initial reporter, translated from japanese to english: blood is bleeding into the tube that is stuck in the sit, and the water in the tube is pink. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard blood. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No. Are there erroneous results on patient samples for diagnostic test? No.